Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that after two hours of use, the ventilator leak alarm went off and would not stop. It was found that air had leaked from pilot balloon. It was reported to have been tested prior to use. The patient was re-cannulated.